Event description:
Wife of pt calling to reorder cassettes and complain about the fact that pump does not alarm when the cassettes are not securely locked in place. She in concerned that this might happen to someone else as it did to her husband yesterday.